Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Investigation summary: one sample was received. It came in a (B)(6) plastic bag. It has the plastic shield. It was visually inspected. No defects were noticed. The needle is straight. The sample was inspected under the microscope -30x- there was no damage, bevels were good, etch was good. No defective grind or hooks were observed. One photo was provided. It shown a needle assembly, the plastic shield has been removed and its on the side. No defects can be noticed from the photo. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: a device history review could not be completed as no batch number was provided. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd precisionglide¿ needle was defective and was found before use. The following information was provided by the initial reporter: verbatim: "malfunction(curved needle)".